Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on manufacturer device report 1220648-2024-24534.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that there were positioning issues. The impella was pointing towards the mitral valve. Multiple unsuccessful attempts were performed to reposition the pump under echocardiography. Urine output is a concern as it is low and dark. The impella cp was explanted. The patient survived the explant.